Event description:
It was reported via a trial that "pre-stent stenosis" occurred in the mid left anterior descending (lad) six months post stent placement. Reportedly, it was not a restenosis. During the procedure the lesion had been identified, but it was "underestimated". Therefore, one year later it was opportune to perform a coronary artery bypass graft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with any relevant information.

Manufacturer narrative:
(B)(4). The stent remained in the patient. There was no reported product deficiency. Additional information received clarified that this was an additional lesion, which was already present at the time of the index procedure. However, it was underestimated and it was decided not to treat it at the time. During one year follow up, it was decided that the additional lesion needed treatment and a bypass was performed. This was confirmed to be an additional lesion and not restenosis of the lesion treated during the index procedure. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial MDR filing, additional information has been received stating that this was an additional lesion, already present at the time of the index procedure but it was underestimated and it was decided not to treat it at the time. During one year follow up, it was decided that the additional lesion needed treatment and a bypass was performed. This was confirmed to be an additional lesion and not restenosis of the lesion treated during the index procedure.